Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
"A recent complaint concerning synplug and osteolysis resulted in a health hazard eval. This eval identified osteolysis as meeting the criteria of MDR reportable. A retrospective review has been conducted of our complaint management system resulting in the filing of this MDR".